Manufacturer narrative:
Site reported the light adjustable lens was explanted due to zone formation from ambient uv light exposure. Another lal was implanted during the exchange. Rxsight's first awareness of this event was (B)(6) 2022. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Event description:
Site reported the light adjustable lens was explanted due to zone formation from ambient uv light exposure. Another lal was implanted during the exchange. Rxsight's first awareness of this event was (B)(6) 2022.